Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID as: 2134265-2018-03511 and 2134265-2018-03505. It was reported that balloon rupture occurred. On an unknown data, approximately 13 years prior to the reported event, a 3.0x28mm taxus liberte paclitaxel-eluting coronary stent was implanted in the left circumflex artery (lcx). Vascular access was obtained via the right femoral and right radial arteries. The 80% stenosed, 3.0mmx28mm,concentric, in-stent restenosis (isr) was located in a moderately tortuous and moderately calcified lcx. There was a significance bend in the lesion between 45 and 90 degrees. A 2.0x20mm emerge balloon catheter was advanced for dilatation followed by a 10/2.50 flextome¿ cutting balloon¿ which failed to cross the lesion. The physician then attempted to use a 2.75mm x 12mm nc emerge® balloon catheter to further dilate the lesion but during the second inflation at 14 atmospheres the balloon ruptured and a slight dissection was noted within the taxus liberte stent. The lesion was dilated with a 2.5x12mm nc emerge® balloon catheter and a new 2.75x12mm nc emerge® balloon catheter. However, during the second inflation at 14 atmospheres, the 2.75x12mm balloon also ruptured. A 2.75x32mm synergy drug-eluting stent was successfully deployed and post dilated with a 3.25x12mm nc emerge® balloon catheter. Intravascular ultrasound ( ivus) was used to optimize post percutaneous coronary intervention and no dissection was observed. No further patient complications were reported and the patient's status was stable.